Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2014 for an abutment exchange and soft tissue revision under general anesthesia. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.